Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient was seen on (B)(6) 2011 and system diagnostics revealed high impedance without output = limit/lead impedance = high/dcdc = 7/eos = no. The results of normal diagnostics were the same as the system diagnostics. The patient was last seen on (B)(6) 2010 and diagnostics were all ok. The patient's current settings were 2/20/250/30/1.8 but the patient was programmed to 0ma due to the high impedance. The physician referred to patient for surgery. The consultant reported that the physician is not having any x-rays taken. The patient does not remember falling or causing any trauma that could have lead to this high impedance. The patient said that he is "feeling different" that his energy level has not been lower recently than normal. The patient is scheduled for surgery in (B)(6) 2011. When additional information is received, it will be reported.